Manufacturer narrative:
Multiple attempts for product return and additional information requests were made. The unit has not been returned to allow an analysis to be performed. If new information is obtained, a follow up report will be submitted.

Event description:
It was reported the sensor would not work during use on a patient in the or. It was noted the patient was cyanotic. It is unknown if the patient had this condition prior to or during use with the masimo sensor. No other details have been provided.